Event description:
It was reported that the patient received inappropriate shocks due to ventricular noise. The noise could be reproduced during arm movements. The lead was explanted and replaced. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The ends of the re cables were located outside the crimp sleeve to the re pin at 2.8 cm from the connector pin. The re cables were not visible through the holes in the crimp sleeve. This is consistent with the observation from the field of noise.